Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 30hz and total laser energy 60w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the date of the procedure and removed next day of the procedure. The patient discharge medication included colace and senokot for constipation prophylaxis, tylenol for postoperative pain prophylaxis, and proscar to prevent bph symptoms. The patient began experiencing acute urinary retention four days post procedure. Catheterization was performed from symptom onset day to twelve days post onset symptom. The patient symptom of acute urinary retention was reported to be not serious and resolved on the day of onset symptom. The study facility assessed the acute urinary retention symptom as causally related to the holmium laser enucleation of the prostate procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent the holmium laser enucleation of the prostate study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 30hz and total laser energy 60w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included colace and senokot for constipation prophylaxis, tylenol for postoperative pain prophylaxis, and proscar to prevent bph symptoms. The patient began experiencing acute urinary retention four days post procedure. Catheterization was performed from symptom onset day to twelve days post onset symptom. The patient symptom of acute urinary retention was reported to be not serious and resolved on the day of onset symptom. The study facility assessed the acute urinary retention symptom as casually related to the holmium laser enucleation of the prostate procedure and not related to the device.